Manufacturer narrative:
.

Event description:
It was reported that a patient using an unknown allevyn gentle border lite had a skin reaction whilst using the dressing within 10 days and suffered second degree burning.